Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010, and suture was used. The surgeon continued using the suture even though the needle had bent during the operation. This resulted in a needle breakage. The broken piece of the needle was not found. No further information was provided.